Manufacturer narrative:
Per evaluation conducted by the manufacturing site: complaint verified - intermittently the image would drop out. A functional test confirmed the complaint. A visual inspection observed contamination in the samtec camera receptacle. The samtec connector can't be replaced here, so, a motherboard replacement is needed. The contamination is due to improper sterilization. The customer should review their handling/processing procedures to ensure they are following approved karl storz methods. The customer's complaint was caused by contamination. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during testing of device, the video was cut out. There was no patient involvement.

Manufacturer narrative:
The device was returned to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).